Event description:
Consumer reported complaint for lo blood glucose test results. The customer is concerned with test results from results obtained of lo. The customer¿s expected am fasting blood glucose test result range is 360-400 mg/dl and pm fasting blood glucose test result is 400 mg/dl and greater. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The customer is using the incorrect test strips for the meter: customer is using true metrix test strips with the true focus meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 03/29/2023 and test strips were opened a few days prior to call. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Manufacturer narrative:
Sections with additional information as of 03-may-2022: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: meter and strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-040: user's test strip had poor fill.